Event description:
It was reported that a spectrum pump has a constant close door prompt. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The unit was rec'd with a reported symptom of "close door prompt stays on". Evaluation found te unit does recognize a closed door. Force required to secure door is above expected levels and if not applied, may cause unit to go into a door not fully latched alarm which corresponds with the reported symptom. Evaluation found that this was caused by the door hooks being out of adjustment. Door hooks and latch pins were replaced to correct this condition.